Event description:
The patient reported they developed an infection at the pod¿s insertion site on their arm while wearing the device longer than 48 hours. The patient reported the infusion site to be sore, red, swelling and ¿pus coming out.¿ the patient went to their primary doctor and diagnosed with a staph infection. The patient was treated with unknown antibiotics. The pod was discarded. There was no mention of blood glucose levels.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.